Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Customer reported lost sensor signal, cannot find sensor signal, possible signal interference, check connection, sensor signal not found alerts. Customer had lost sensor signal all day since the morning. While troubleshooting, customer had a low of 38mg/dl. Health service provider said he would give customer juice and rush her to the emergency room. Customer alleged loss of communication with sensor and not on transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced hypoglycemia and customer stated that there was a loss of communication from pump to transmitter. Customer blood glucose value at the time of the event was 38 mg/dl. Customer treated with juice for low blood glucose. It was unknown if the customer used the pump within 48 hours of the event. It was unknown if the customer was using the auto mode feature at the time of the event. Troubleshooting was not performed and issue was not resolved. It was unknown if customer had continued to use the device. The transmitter will not be returned for analysis.